Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist stapler 45 instrument involved with this complaint and failure analysis investigation has been completed. Failure analysis confirmed the customer's reported complaint. The instrument's housing was removed to find the roll brake bearing to be broken. The bearing was also found to have internal corrosion. Further analysis determined the breakage to be related to stress corrosion cracking. The inability to roll and non-intuitive motion are effects of roll brake bearing breakage, therefore, the breakage likely is the reason for the complaint. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported complaint does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the endowrist stapler 45 instrument was observed to not turn correctly. There was no report of patient harm, adverse outcome or injury.